Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) could not be interrogated and no tones were obtained with the application of a magnet. The ICD was removed and the chronic lead system was thoroughly evaluated.